Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer also stated that the insulin pump was not working and buttons also was not working. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with manual injection. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.